Event description:
A hospital in (B)(6) reported to a fisher & paykel helathcare representative that the nasal tubing was torn on a bc180-05 flexitrunk infant nasal tubing. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint bc180 flexitrunk nasal tubing was returned to fisher & paykel healthcare in (B)(4) and was visually inspected for the reported damage. Results: visual inspection revealed a tear between the third and fourth spiral in the breathable film on one of the limbs. No other damage was identified with the returned nasal tubing. A lot check did not reveal any other complaints of this nature for lot number 120417. Conclusion: the tear in the tubing was rough suggesting that the damage may have occurred as a result of rough handling. The use of support devices (such as christmas trees and angel frames) can also damage the tubing. The user instructions that accompany the bc180 infant nasal tubing provides the warning "use caution when positioning the infant interface. Sharp edges and/or abrasive surfaces may damage the product". A caution insert, which is included in the bc180 packaging, reminds the users to take extra care when handling the flexitrunk nasal tubing. We have only received two other complaints of this nature.

Manufacturer narrative:
(B)(4). The complaint device is en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that the nasal tubing was torn on a bc180-05 flexitrunk infant nasal tubing. No patient consequence was reported.